Event description:
The pt developed an aneurysm proximal to the cypher 2 weeks after the procedure. The pt had a lesion in the proximal lad that was treated with a cypher stent. Two weeks later, the pt presented with an aneurysm just proximal to the stent. A covered stent was used to treat the aneurysm because of reflow. The pt also presented with acute coronary syndrome probably due to platelet activation at the aneurysm site.

Manufacturer narrative:
This product is available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.